Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient's ipg was inoperable. As a result, the patient had the ipg replaced on (B)(6) 2018. Therapy was restored